Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that medium alarm displayed: cannot start pump and medium alarm acknowledged: cannot start pump were recorded in history. During analysis, the customer's problem was confirmed. The device failed air detector test during testing. It was found that the device's air detector sensor was inoperable and was the root cause of the issue. Therefore, the air detector sensor will be replaced to correct the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line. No patient was involved in this event. No adverse effects were reported.